Event description:
Customer reports: on (B)(6) a gastrostomy tube was placed for an enteral nutrition passage. On (B)(6) the general surgeon assessed the gastrostomy tube because the nutrition was being returned and decided to re-operate to change the probe. On (B)(6) the probe was removed; there was a rupture of the ball and displacement of the same and it was changed with a new probe. Per additional information provided on 10/11/22, according to the report made and the clinical history of the patient, there was a rupture of the balloon tube of the gastronomy probe without leaving fragments of it in the abdominal cavity. The balloon had been inflated with 20ml of sterile water and on (B)(6) the tube was removed and changed in the operating room so that the patient could receive enteral feeding through the tube.

Manufacturer narrative:
Device evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale. The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A sample analysis could not be performed since no photo samples nor actual sample device was received for evaluation. The root cause could not be determined without a sample to evaluate. The investigation was carried out with a multifunctional team, and the findings were that all processes and controls were found to be followed according to procedure, including sub-assemblies, finished product assembly, packaging and inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. A risk assessment was carried out to determine the observed occurrence for this complaint. Based on the analysis the observed occurrence of harm (o) is (3, occasional) which is below the range of the expected occurrence of harm (o) (4, probable). As the reported condition was not confirmed, no action plan is deemed required. This complaint shall be reopened if a sample is received.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A sample analysis could not be performed since no photo samples nor actual sample device was received for evaluation. The root cause could not be determined without a sample to evaluate. The investigation was carried out with a multifunctional team, and the findings were that all processes and controls were found to be followed according to procedure, including sub-assemblies, finished product assembly, packaging and inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. A risk assessment was carried out to determine the observed occurrence for this failure mode. Based on the analysis the observed occurrence of harm (o) is (3, occasional) which is below the range of the expected occurrence of harm (o) (4, probable). As the reported condition was not confirmed, no action plan is deemed required. This complaint shall be reopened if a sample is received.